Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. In addition the dn to front te cable grommet was pulled from the dn and the ECG c and d cable grommet was pulled from the dn. The root cause of the damaged cables could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) old male pt's spouse contacted zoll customer support to report a damaged electrode belt cable. The pt was provided with a replacement electrode belt.